Manufacturer narrative:
(B)(4). Complaint sample not returned for evaluation. If the sample becomes available and an investigation is completed a follow-up esubmission will be completed.(B)(4).

Event description:
Catheter bag bunches up at the end of introduction decreasing suctioning delaying the process, while catheter is inside lung.

Manufacturer narrative:
(B)(6). The actual complaint sample was not available for evaluation. A representative sample was tested for the reported issues. In regards to the bag (sheath) bunching up with and decreasing suctioning, he lab evaluated the product and found that the nature of the material that the sheath is made of, can contribute to these issues. During the product evaluation, the lab compared the product sheath to other products on the market and found that the (B)(4) sheath is quite stiff as compared to other product sheaths, which results in more material that is not flexible, which causes the sheath to bunch up and makes the catheter more difficult to advance and the user may not be able to advance the catheter the full distance required for suctioning. The lot associated with this reported issue was a small batch made and released for the intention of performing a controlled product evaluation in order to obtain user feedback on the product. The reported issues are being resolved via product changes, which will be tested and implemented under a formal project.